Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported tissue injury/damage appears to be related to procedural conditions and while trying to place the second clip. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xt clip was placed on the mitral valve. While closing the clip, a tear on the posterior leaflet was observed. Therefore, the physician decided to remove and replace the clip. An ntw was inserted. However, sufficient reduction of mr was unable to be achieved. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.